Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient ((B)(6)) was part of the (B)(6) clinical study and experienced a loss of stimulation. X-rays showed one lead had migrated. Reprogramming was initially able to provide effective therapy. However, the patient again lost stimulation and also had experienced overstimulation prior to loosing stimulation. Subsequently, the leads were explanted and replaced. Reportedly, effective therapy was restored.